Manufacturer narrative:
The device was not isolated or identified by serial number; therefore; it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, line a was programmed to deliver normal saline and unspecified lines were programmed to deliver unspecified "pressors." No specific programming parameters were provided. It was reported that 10 minutes after the delivery was started, the device alarmed for occlusion in line a. During the alarm condition, the deliveries on all lines were stopped, including the "pressors." The customer contact reported that a "small kink" at an unspecified location was noted in the tubing set on line a. At this time, the patient's blood pressure "fell suddenly" to an unspecified level. The customer contact stated that replacement device was available to deliver unspecified concentration of levophed. The device was removed from clinical service. Therapy was initiated using the replacement device. Multiple unsuccessful attempts have been made to obtain additional information including specific patient information, device programming, event details, and patient outcome.